Event description:
Pt's hcp called on her behalf to report a possible allergic reaction to the cannula. Infusion site was irritated and red. Doctor gave pt a prescription and she also tried different barriers, but stated "they did not work." Doctor also mentioned it appeared as an "open lesion." The pod is not expected to return.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction or defect occurred that may have caused or contributed to the pt's condition. The omnipod's user guide instructs that users "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." If an infusion site shows signs of infection, the user guide cautions to take the following steps: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider (refer to chapter 5, using the pod, for how to prepare and care for a site). Lot qualification records could not be reviewed since no lot number was provided.